Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The eval confirmed, reproduced and unit was found out of specification in relation to the reported system error 105 caused by a failed motor (seized). The failed motor assembly was replaced.

Event description:
It was reported that a spectrum infusion pump was alarming system error 105. It was also reported that there was no pt involvement.